Event description:
It was reported that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2014. The stick location was in the middle bottom 1/3 femoral head cfa. The vessel size was noted to be 7 mm. Following the procedure, the physician who is a trained user, selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that during pullback, just about at the arteriotomy (second bump), the balloon pulled through the sheath and it appeared as if the balloon had lost pressure. Upon inspection, the balloon appeared intact. Manual compression was applied for 20 minutes and then a femostop was placed. The patient was hospitalized for reasons unrelated to the mynx.

Manufacturer narrative:
Visual inspection of the returned device revealed that the shuttle was engaged to the handle. The device was inflated with fluid to determine if there was any presence of a leak in the balloon; no leak was observed, pressure was held with proper functioning of the inflation indicator. The review of the lhr (lot f1402207) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined. There is no evidence to suggest that the mynxgrip device did not meet specification or perform as intended per the instructions for use (IFU).